Event description:
The patient was receiving oxygen through a nasal cannula after having been prepared for a stereotactic brain biopsy. The surgical site was prepared with hibiclens, rubbing alcohol and finally with duraprep, and allowed to dry for more than three minutes before draping the site. Upon the first activation of the esu cautery, in proximity to the surgical site, there was a pop sound and the immediate appearance of flame on both sides of and involving the surgical drapes. "Pop sound heard" occurred when the esu ignited either the alcohol or the duraprep but is unknown at this time. Root cause analysis is being completed. Prompt response by the surgical staff, including removal of the drapes and melted nasal cannula, followed by dousing the involved area with saline solution, limited the injury to first and second degree burns over parts of the face, neck and left ear. After dressing the wound, the surgical staff proceeded to successfully perform the biopsy. The manufacturer was notified indirectly. The sales representative was notified of the occurrence, and is aware that facility does not consider the fire to have been the result of any defect or peculiarity of the device.